Event description:
Boston scientific received information that while electively extracting the right ventricular (rv) lead due to a device upgrade procedure, this rv lead was inadvertently severed by the extraction laser resulting in the lead tip remaining in the patient. This rv lead was partially removed. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was inadvertently severed by the extraction laser. The lead was melted from the terminal pin. The tip of the lead was returned.

Event description:
--